Event description:
It was reported that the device was attempted to be implanted but not used due to a suspect grommet issue. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed with no anomalies found. (B)(4).